Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states patient revised for pain and stiffness.

Manufacturer narrative:
**Update** 02/12/2013 - x-rays were received. The complaint was re-opened. There is no change to the above statement. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.